Manufacturer narrative:
Product analysis: verified the customer complaint regarding not working properly. This unit came in with pcb failure, loose clips and old o-rings. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the pi gives false readings and switches to different modes. There was a patient impact - nerve was injured during procedure.